Event description:
Spontaneous report local reference: #(B)(4). Dealer reference#: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 19-may-2022 from dentist by via dealer. Incident and cause as reported: it broke in half in the patient's mouth. It broke in half in the patient's mouth. Description of the incident (narrative): this case described breakage of premium needles 30 ga short during anesthetic injection for incision procedure in a female patient with unspecified medical history. On (B)(6) 2022, the dentist was prepping to administer anesthesia to the patient for incision procedure when the needle broke in half in patient's mouth. The needle remained in the gums and the dentist was able to retrieve it from the mouth without complications or further medical attention. The brand, tradename and strength of the anesthesia was not provided. It was reported that the dentist has used these types of needles before but noticed that the tensile strength of the metal used in the needles appeared to be very poor. Information on the batch: # f10950aa, expiry date: nov 2026. At the time of this report, the patient's outcome was recovered from the incident. This case is considered as serious due to internal convention (cannula breakage in patient's mouth) being considered "other medically important convention". Based on the first information available, the incident described cannula breakage in a patient during dental procedure, leaving the fragment of the needle in patient's mouth which could be easily removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Event description:
Spontaneous report, from us local reference #(B)(4). Quality complaint was opened: reference #: (B)(4). This initial non-serious case report was received on (B)(6) 2022 from the dentist via the dealer and forwarded to septodont on (B)(6) 2022. Fup #1 was received on (B)(6) 2022 from the quality department. All information was processed together. This case described breakage of premium needles 30ga short during anesthetic injection for incision procedure in a female patient with unspecified medical history. On (B)(6) 2022, the dentist was prepping to administer anesthesia to the patient for incision procedure when the needle broke in half in patient's mouth. The needle remained in the gums and the dentist was able to retrieve it from the mouth without complications or further medical attention. The brand, tradename and strength of the anesthesia was not provided. It was reported that the dentist has used these types of needles before but noticed that the tensile strength of the metal used in the needles appeared to be very poor. Information on the batch: # f10950aa, expiry date: nov2026. At the time of this report, the patient's outcome was recovered from the incident. This case is considered as serious due to internal convention (cannula breakage in patient's mouth) being considered "other medically important convention". Fup #1: received quality investigation results from the quality department. Manufacturer's preliminary report: based on the first information available, the incident described cannula breakage in a patient during dental procedure, leaving the fragment of the needle in patient's mouth which could be easily removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.